Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was confirmed. The root cause was use error; per the complaint information, the root cause of the cause was that the connection to the bag was not fully in. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) explained the air alarm. The connection to the bag was not complete. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was not aware of the event. The rn was made aware that the alarm was caused by the home patient (hp) not making a full connection from the solution bag to the line. The rn stated that the home patient (hp) has had no injury or medical intervention to their knowledge.